Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, half height drawers 4.1 and 4.2 were not detected on the bus and require maintenance. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, half height drawers 4.1 and 4.2 were not detected on the bus and require maintenance. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the 4.1 and 4.2 were failed and not detected on bus. A field service engineer observed unusual amber activity light behavior on the drawer controller and module controller of drawer 4.1. Reseated the row board cable and retractor band, then inspected the bands for any signs of damage. After completing the checks, the system was booted up. The system functioned as intended after the field service engineer repaired the device.